Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.this MDR related to (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer have received a button error alarm. Customer's blood glucose was 153 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.